Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what was the anatomical position of device on stomach during 1st firing. Stomach. Was buttressing material used? No. Were any unusual noises noticed? No. Did the device cut and staple? If so, how far? Similar as safety lockout. If staples were visible, what was their form? Unknown. When did the bleeding occur? When used suture to sew the wound. Is the surgeon associating the bleeding with the difficulties experienced with device? Sorry, don't understand what you mean. Was the convert to open due to difficulties experienced with device or were there other factors involved? No back-up products in this hospital. What is the current patient status? Stable and left from hospital.

Event description:
It was reported that the device could not fire. During the laparoscopic radical gastrectomy for gastric cancer, could not fire on the 1st firing with pse60a and ecr60d. Changed another new pse60a and ecr60d, still could not fire. The surgery changed to open surgery, suture was used to sew the wound, the patient was bleeding, the surgery delayed about one hour. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Batch number: p58v68. Investigation summary: the analysis found that one pse60a device (b) was returned with no apparent damage and with two ecr60d cartridges reloads present. The cartridges were received partially fired 1/16. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.